Event description:
It was reported that when using the bd pyxis¿ es server had stations not communicating with them that leads to all patient orders delayed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that station not communicated with server. The technical support specialist (tss) dialed into the server, checked sync information and confirmed stations are communicating, then, the tss run downtime query, restarted services and found carefusion coordination engine (cce) time did not change. Then, the tss dialed into the cce, run services and trace and found no messages crossing from the adt to console, then, the tss restarted cce services and still no messages coming. The tss found billing interface was down and messages are queueing on the cce side and error shows: failed on connecting to server. The tss confirmed the cce was receiving active directory (adt) and that issue appears resolved and the customer stated that issue on our side of the network. The system functioned as intended after the technical support specialist troubleshot the issue.